Event description:
It was reported by service report that the fowler will not stay raised and drifts down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake kit.